Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 61-year-old male with a history of peripheral artery disease and peripheral venous disease, presenting for an electrophysiology/ablation procedure. He required respiratory support prior to impella cp placement and subsequently received extracorporeal membrane oxygenation one day after impella cp insertion. Due to ongoing hemodynamic needs, he was escalated to an impella 5.5 to facilitate extracorporeal membrane oxygenation weaning and provide bridging support to either left ventricular assist device placement or myocardial recovery. Following removal of the impella cp, after one day, the insertion site demonstrated a thrombotic occlusion, necessitating open surgical repair. Heparin had been discontinued prior to device weaning which can contribute to thormbus formation. The delivery of the impella 5.5 pump through right axillary/subclavian artery was noted to be difficult because of preexisting vascular disease (excessive force was applied and resistance was felt by crossing the aortic valve). On day 17 after impella 5.5 insertion, bleeding was observed from the red impella plug. The device was successfully weaned, and the patient survived.

Manufacturer narrative:
H6: per a review of the complaint file, omitted code a01 and added code a24.

Manufacturer narrative:
D4 catalog, serial and UDI numbers updated/corrected. Investigation summary: patient-device interaction problem(thrombosis): the root cause of the injury was not determined due to insufficient clinical details.